Event description:
It was reported the patient's blood glucose level rose to 22 mmol/l while wearing the pod between 49 and 71 hours. When removed from the infusion site (arm), the pod's cannula was found to be bent. To treat the issue, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked and stretched which caused the soft cannula to measure out of specification, 30.99 mm in length. During the investigation, this damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. Although the cannula was damaged, the timing and cause of the damage is unknown. No other damages or defects were found with the device. The download data from the device showed that an 0x6a occlusion alarm had been generated by the pod. Inspection of the pod found no damages or manufacturing deficiencies that would result in an occlusion alarm. The exact cause of the 0x6a occlusion alarm could not be determined.